Event description:
Additional information was received. Left eye was involved. The surgeon takes more care and uses less aggressive phacoemulsification settings now on laser assisted cataract procedures.

Manufacturer narrative:
The company clinical applications specialist (cas) reviewed the images and calculations. The cas noted based on the image provided the control points have been placed appropriately. The cas reviewed the events with the surgeon. The surgeon believes that the laser assisted capsulorhexis may be slightly weaker than those manually created. The surgeon now takes more care and uses less aggressive phacoemulsification settings during the laser assisted cases. The surgeon has not experienced further cases of posterior capsule tears associated with the laser. The slight adjustment of surgical technique might have resolved the issue. There was no patient harm. After review of reported event, there is no evidence indicating that the integrity of the anterior capsule was compromised by the performance of the system. The company service representative examined the system and was unable to confirm or replicate any system nonconformity which may have contributed to the reported event. As corrections to the unrelated technical events, the company service representative replaced the cooling interface printed circuit board (pcb) and the chiller. As standard preventive maintenance, the uninterruptible power supply (ups) was replaced. The company service representative monitored the system and performed test procedures. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Surgeon reported anterior chamber tags which converted to posterior capsular tears. The surgeon performed anterior vitrectomy and the intraocular lens implant (iol) was placed in the sulcus. Additional information has been requested. There are two related reports for this facility. This report addresses case two and another manufacturer report will be filed.